Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by both visual examination and functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "customer found that hemogard opens itself when it is recapped after specimen collection. Customer opens hemogard to collect specimen in wards and recaps to transfer to in house laboratory."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: "customer found that hemogard opens itself when it is recapped after specimen collection. Customer opens hemogard to collect specimen in wards and recaps to transfer to in house laboratory."